Event description:
It was reported that maxplus positive pressure connector had foreign matter on 100 occasions. The following information was provided by the initial reporter: the sales received the product and have not yet provided it to the end customer. When the package is opened for inspection, the inner screw of the transparent needle-free connector is close to the silica gel, and there is a white foreign matter. Material no: mp1000-c china, 100 pieces affected, go through the return and exchange process.

Manufacturer narrative:
The following fields were updated due to additional information: d10. Device available for eval?: yes. D10. Returned to manufacturer on: 2/8/2021. H6: investigation: one hundred mp1000-c china samples from lot 20015137 were received for investigation in sealed packaging. A visual inspection of all the samples received identified the presence of cloudiness to the clear plastic at the welding joint of the maxplus housing and male luer component, confirming the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. Their investigation confirmed the observed cloudiness can occur as a result of the ultrasonic welding process, however it is deemed cosmetic in nature only and does not affect the functionality or integrity of the component. A review of the production records for lot 20015137 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that maxplus positive pressure connector had foreign matter on 100 occasions. The following information was provided by the initial reporter: the sales received the product and have not yet provided it to the end customer. When the package is opened for inspection, the inner screw of the transparent needle-free connector is close to the silica gel, and there is a white foreign matter. Material no.: mp1000-c (B)(4), 100 pieces affected, go through the return and exchange process.